Manufacturer narrative:
(B)(4). The actual occurrence date is unknown; however, it was reported that the patient was hospitalized due to the reported event sometime in (B)(6) 2013. The root cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by a cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. This event was also described as an issue in the stomach. The patient was hospitalized for this event for around four months. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (IV, frequency and dose not reported). The doctor was going to take out the patient?s catheter for a while and put the patient on hemodialysis for a few weeks. At the time of this report, the patient recovered from peritonitis and finished the antibiotic therapy. The dianeal therapy was ongoing. The action taken with extraneal therapy was unknown. No additional information is available.